Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found a white foreign material in the air/water tube and cylinder. In addition to the reportable malfunction, the following were noted: due to wear of the forceps elevator lever, the upward/downward angulation control knob could not be locked securely; the scope cover was shaved; the plastic distal end cover had a crack; the light guide lens had a crack; the bending section cover adhesive had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a white foreign material was identified in the air/water tube and cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the device was reprocessed prior to sending the device for repair. The nozzle was washed with air and water during manual cleaning. They use a diluted gyozimax decontaminant detergent used according to product data sheet. Pre-cleaning and manual cleaning performed per the reprocessing manual and no anomalies were detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reprocessing steps at the material residue point were not deviated from the instruction manual. Furthermore, no physical damage was confirmed at the place where the foreign material remained. Therefore, the root cause of the reported event is unable to be conclusively determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.